Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that before the implant operation, the lead was checked and the helix was unable to advance. The lead was not implanted and a new lead as used. No patient complications have been reported as a result of this event.